Event description:
On (B)(6) 2021 the patient called in to medela llc and alleged that the liberty negative pressure wound vacuum had been turned off two days ago due to an air leak alarm, which the patients' nurse stated led to a wound infection. He additionally alleged that he was being treated in the hospital with antibiotics for the infection.

Manufacturer narrative:
Customer service referred the patient to call the distributor in order to arrange a return and replacement of the device since it was not in use by the patient at the time of the call. In follow up with a medela clinician on (B)(6) 2022, the customer confirmed he had experienced an infection, but he was using the liberty negative pressure wound vacuum again and it was working without issue. The clinician asked if she could speak with his nurse but the patient hung up on her stating he did not have time. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).